Event description:
Pt s/p rotator cuff repair undergoing electrical stimulation using unit via pin electrodes 4 times. Therapist hit the ifc current button and instead of it increasing in small increments, it "shot up" to 16-18 ma. Session completed. As pt was preparing to leave, she began to shake uncontrollably and was subsequently transported via ambulance to ER where she was treated and released. EKG and labs wnl with exception of 1+ blood in urine.